Manufacturer narrative:
Exact date unknown, event occurred three months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.